Event description:
The customer reported that the device was beeping and the battery was not charging. No patient harm was reported.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was beeping and the battery was not charging. No patient harm was reported.